Event description:
Rptr has allergies, rupture of left breast, leakage of right, immune problems, memory loss, rashes, severe headache, arthritis muscle pain, dry mucous membranes, neuro problems, connective tissue disease and she is now totally disabled.